Event description:
It was reported that the patient went to the hospital due to the patient alert sounding for high impedance greater than 2500 ohms. Noise and oversensing were also noted. It was further reported that the connection was checked and found to be ok. The issue seemed to be lead stress or crushing at the clavicle area. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.